Manufacturer narrative:
Maquet investigated this event and determined that the coating broke due to an excessive gap between the two coated surfaces. The volista operating manual requests to daily check the light head for chipped paint, impact marks and other damage.

Event description:
The customer reported that the two cupolas of a dual light configuration show visible cracks at the yokes in the operating room #2. No injuries were reported. (B)(4).